Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The current blood glucose level of customer was 562 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer did allege that insulin pump was under delivering insulin. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Customer stated that insulin pump had passed high pressure test. There were no leaks. The insulin pump will not be returned for analysis.